Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® sst¿ blood collection tubes contained foreign matter and 1 bd vacutainer® sst¿ blood collection tube had noncosmetic molding defects. The following information was provided by the initial reporter: "fm in gel x3. Damaged tube x1."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter, embedded foreign matter and defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter, embedded foreign matter and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the defective stopper molding issue through CAPA#: 796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that 3 bd vacutainer® sst¿ blood collection tubes contained foreign matter and 1 bd vacutainer® sst¿ blood collection tube had noncosmetic molding defects. The following information was provided by the initial reporter: "fm in gel x3, damaged tube x1".